Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hypoglycemia while driving, after a meal announcement for pizza had been performed. The user noted that the pump appeared to continue delivering insulin as glucose trended downward and that subsequent lows occurred despite conservative meal entries; the user treated with oral glucose and no hospitalization occurred. Symptoms included hypoglycemia, confusion/disorientation, sleepiness/drowsiness, and emotional distress. Outcomes included assistance from family members and no hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.